Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to blank display. Unit was received with cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident 222 mg/dl. Troubleshooting was performed. Customer stated the battery compartment and reservoir was damage. Customer also reported unexpected restart alarm after replacing a battery. Customer was not calling back after receiving battery cap. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.